Event description:
When staff discovered that he was standing there with a walker who by then had lost a wheel.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).